Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a patient notifier alert. The pulse generator was interrogated and it was discovered that the right ventricular lead exhibited noise over-sensing. The noise was not reproducible in clinic and the lead impedance trends appeared normal. The patient was stable and the physician elected to continue to monitor the patient. On april 17, the patient had an outpatient venogram completed. After the venogram, the right ventricular lead was evaluated and it was noted that there was externalized conductor possibly from lead insulation break. There were no plans to resolve the anomaly at this time.